Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus europa (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; lg lens of distal end cracked. Ccd lens of distal end scratched. Distal end cap cracked. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water, the auxiliary water channels of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019] instrument channel: micrococcus (15 cfu/ml). Air/water channel: filamentous fungus (2 cfu/ml). Distal end: enterobacter cloacae and stenotrophomonas maltophilia. [Second time; (B)(6) 2019]: suction channel: enterococcus faecalis, micrococcus sp. And I estafilococ coagulasa negative (the total cfu of the enterococcus faecalis, micrococcus sp. And I estafilococ coagulasa negative is 140 cfu/ml). Air/water channel: micrococcus sp. And I estafilococ coagulasa negative (the total cfu of the micrococcus sp. And I estafilococ coagulasa negative is 130 cfu/ml). Distal end: estafilococ coagulasa negative and enterococcus faecalis. Instrument channel: micrococcus sp. There was no report of infection associated with this report.